Manufacturer narrative:
The device has been evaluated and the balloon was found ruptured. Results: catheter ruptured. (B)(4).

Event description:
It was reported that a hole was found in the balloon during preparation. The device was not used in the pt.